Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device delayed defibrillation after three to four attempts. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.